Event description:
A malfunction was reported on the customer's pump. There was no adverse impact to the customer's blood glucose level. The customer received instructions from technical support on how to reset the pump, successfully completed the reset, and was advised to continue using the pump while monitoring for any recurrence of the malfunction. The customer understood and acknowledged the guidance provided.